Manufacturer narrative:
Citation: ko, tsung-yu md. Et al. Frequency and significance of intravascular hemolysis before and after transcatheter aortic valve implantation in patients with severe aortic stenosis. American journal of cardiology. (2017) jan 1;121(1):69-72 doi 10.1016/j.amjcard.2017.09.023. Earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding intravascular hemolysis. All data were collected from a single center between 2013 and 2016. The study population included 64 patients, 52 of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly male; mean age 82.5 years among all patients adverse events included: valve-in-valve due to dislodgement or high implant position, iliac artery dissection treated with stent, greater than moderate paravalvular leak (pvl) and intravascular hemolysis. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.